Manufacturer narrative:
Final analysis found medical adhesive in the setscrew threads. The med-a in the inset prevented the wrench from engaging the walls of the inset needed to tighten the setscrew. The inset was stripped when the wrench could not engage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision the setscrew of the pulse generator could not be seated appropriately. The device was removed and replaced successfully. The patient tolerated the procedure well.